Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), uterine perforation ('perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify yes. Date: (B)(6) 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain, migration, perforation, bladder/urinary problems, weight gain and fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2004: essure confirmation test(s) conducted: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events; migration, perforation, chronic, pelvic/abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder/urinary problems: uti, vaginal discharge, vaginal infection, weight gain, fibroids were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.